Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment that the device paced at a rate faster than it was set to. It was noted that both of the liquid crystal display wires were pinched (over 1/2 of diameter) and that the wires were routed incorrectly over the battery compartment. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was pacing at a rate faster than it was set to. It was further reported that the settings at the time of the incident and how the rate was determined were not known. It was also noted that the biomedical engineer had run a preventive maintenance test and that all variables tested within specification. The generator was changed out and returned for evaluation. No patient complications have been reported as a result of this event.